Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31273. It was reported one of the patient¿s trial leads was difficult to remove. One lead was easily removed but the second lead accidentally been sutured while closing another wound which prevented trial lead being removed at the end of the trial. Other wound required re-opening to release the trial lead. Reportedly, both trial leads were removed, and no further action required. It is unknown which lead was difficult to remove, therefore both leads are being reported.